Manufacturer narrative:
Other: height adjustment rack.

Event description:
It was reported by svc report that the height adjustment racks were bent. There was pt involvement; however, no adverse consequences are reported.